Event description:
A customer reported the system was not aspirating as it should during surgery. The surgeon was able to complete the case using the same equipment and accessories. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).